Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating she has a blank screen on her insulin pump. It happened three times today during training. The trainer advised her to call the help line. Customer's blood glucose level is 313 mg/dl. She has treated with the device and feels fine. The device is not damaged. It was not bumped or dropped. There was no moisture exposure. Customer is using an energizer battery. The battery compartment, battery cap, and spring is not damaged or corroded. Customer inserted a new battery and the device alarmed button error. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump received with currents in specification. No blank display. Lcd board ok. No button error alarm. Intermittent button response due to moisture damage to keypad trace. The insulin pump has cracked display window corners and cracked reservoir tube lip.